Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime, one gram (route, duration and frequency not reported) and vancomycin, one and half grams (route, duration and frequency not reported). The outcome of the peritonitis event and whether pd therapy was ongoing was not reported. No additional information is available.